Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was rubbing up against the 12th rib. The patient underwent a pocket revision procedure wherein the ipg was relocated a couple of inches lower. The patient was doing well postoperatively.